Manufacturer narrative:
Three opened samples were returned. Eval of the samples showed the following results: the samples were examined using 10x magnification and found all three to have damaged tips. All three samples exhibited bent tip condition of varying degree from slightly bent to curled tip. Two of the samples also exhibited slightly damaged side cutting edges close to the tip. It appears that all three products may have been used due to the presence of possible surgical residue on the blades. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on the manufacturer's acceptance criteria. How or when the blades became damaged cannot be determined. It is unlikely that the damages occurred during the manufacturing process. The damage to the returned samples are consistent with damage that can occur when the blades contact a hard surface. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported noticed the knife was dull while making the incision during surgery. The knife was exchanged and the procedure was completed with no harm to the pt.